Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's parent that the needle mechanism had already deployed before placing the pod on their body but the pink slide did not move forward.. The pod was not worn, and no adverse patient impact was reported.

Manufacturer narrative:
The device had the cannula assembly undeployed. Downloaded data shows the pod was deactivated after running 46 pulses. It follows that the cannula assembly is in the appropriate state for this situation - undeployed, because the device did not complete the second priming sequence. Batteries were measured and found to be within specifications. No deficiencies were found that would cause a needle mechanism failure. Manual rotation of the ratchet gear deployed the needle mechanism as intended.